Event description:
Successful balloon aortic valvuoplasty and ultra-sound via right groin percutaneous approach in 2000. Developed cool, cyanotic, pulseless right foot. After arteriogram in "vir" to or for thrombectomy, patch angioplasty right common femoral artery, removal 2.1 cm long foreign body the next day.